Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 578 mg/dl and 174 mg/dl within 10 minutes. Customer changed strips, retest result within 10 minutes of 174 mg/dl was 184 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.